Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer randomly shut down five times. It was noted that all the connections were properly seated and two different power outlets were used; however, the programmer still shut down. It was indicated that it would be returned for repair. There was no patient involvement.